Manufacturer narrative:
Other, other text: the device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that during a compatibility test of the parapac 200d ventilator with 3t MRI, the ventilator was immediately attracted to the MRI magnet. The internal battery, the o2 cord and the patient circuit were checked according to the recommendations for use. No patient involved during this incident.

Manufacturer narrative:
H10: magnetic resonance imaging (MRI) compatibility is not directly tested in manufacturing or service, and all materials used in manufacturing and service are controlled to their specifications; therefore review of dhrs (device history record) is not relevant to this investigation. No product sample nor photos were received. Without the unit being provided for investigation, it is not possible to verify whether any changes have been made that might compromise its mr conditional behaviour. Review of the original production records (reported series ventilators are no longer manufactured) shows that the device was manufactured 15 years ago in accordance with all prevailing specifications and all tests passed within required limits. Insufficient information has been provided on the test conditions employed and the results obtained to form a judgement about whether or not the test carried out at the user facility identified unexpected or potentially dangerous behaviour. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).